Event description:
It was reported that balloon rupture occurred. The patient underwent endovascular therapy of the 100% stenosed target lesion located in the mildly tortuous and severely calcified anterior tibial artery. After the guidewire was crossed into the lesion, a 2.0mmx30mmx143cm nc quantum apex was advanced for dilatation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The device was replaced with a 3.0mmx30mmx143cm nc quantum apex; however, during the second inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries were reported.